Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a multiple level cervical procedure to implant an interbody device with rhbmp-2/acs. About six months post op, it reportedly revealed from x-rays that the implant level collapsed. The physician suspects that rhbmp-2/acs may be associated with this complication.